Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing, and shock testing without duplicating the report. An internal inspection resulted in no findings. It was recommended the main board be replaced as a precaution, however the customer declined repair. The device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.